Event description:
The hospital reported that at the end of the endoscopic vein harvesting procedure, they noticed that the plastic coating came off from the hemopro's jaw. There was no retrieval needed as this happened at the end of the procedure. The procedure was completed, and there was no patient complication reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection observed that the jaw boot coating was torn. Upon reassembly, the cold jaw boot formed a complete assembly. The reported complaint is confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.